Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and during left ventricular outflow tract (lvot) ablation, the force of the catheter increased during ablation and decreased after the ablation was completed (even at the same position). When the catheter was removed from the patient¿s body once, blood was collected between the 2-3 electrodes of the catheter. The issue was resolved by replacing the catheter with a new one. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed reddish material in the pebax. During additional inspection under microscopic examination, a hole in the pebax surface was observed. This finding is MDR reportable.

Manufacturer narrative:
Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed reddish material in the pebax. During additional inspection under microscopic examination, a hole in the pebax surface was observed. The device was connected to the carto 3 system and it was recognized correctly. Force feature of the device was tested and force vector and force values were found within specifications. However, no temperature was observed due to an open circuit near the connector area. A manufacturing record evaluation was performed for the finished device lot 31697590l and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The temperature issue observed during the analysis is unrelated to the issue reported by the customer. The potential cause of the open circuit could not be determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. Additionally, the IFU states: always zero the contact force reading following insertion of the catheter into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).